Manufacturer narrative:
The analyzer was evaluated by the field service engineer, who replaced the rbc (red blood cell) aperture bath, resolving the platelet flagging recovery issues. (B)(6).

Event description:
A field service engineer (fse) while servicing the analyzer for reported and unrelated control recovery issues, confirmed that frequent platelet r (review) flags and vote outs were recovered for sample results on a coulter lh 500 hematology analyzer, along with high take offs (spikes) on the platelet histograms at the 2 fl (femtoliter) channel. Erroneous patient results were not generated or reported outside the laboratory; neither death nor serious injury was associated with this event.